Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to address the intermittent monopolar energy function. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the intermittent monopolar energy function was reproduced during normal mode testing. The unit will be returned to the manufacturer for repair. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported during a da vinci-assisted hysterectomy procedure that monopolar energy was intermittent. The site power cycled the integrated electrosurgical unit (iesu), replaced the instrument and instrument cable, but the issue persisted. The technical support engineer (tse) confirmed with the customer was not tracking instrument cable uses. Tse asked if caller could replace the instrument cable again and site stated that they wouldn't have enough for follow-up procedures. Tse advised power cycling system and iesu or bring in a third party generator. The site planned to power cycle when the surgeon was able. The procedure continued as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following information: the customer confirmed the procedure was completed using a valleylab generator with no report of patient injury. Patient information was requested, but unavailable.